Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump was received with normal operating currents. No damage was found on the isolation tape. The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 423 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.